Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Report - sensing (other) lifetime fvt episode counter:(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the recorder is sensing noise which is leading to false detection of fast ventricular tachycardia episodes. The recorder remains in use. No patient complications have been reported as a result of this event.